Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated that pt reports that their screen turned bright red and flashed a warning that pump had been recalled and needed to be sent back to animas. They said that they returned pump to animas four years ago. There was no indication that the product caused or contributed to an adverse event.